Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated. Visual examination of the returned item exhibits signs of repeated use and is fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tensor tibial assembly, catalog #: 42509702201, lot #: 63454797. Tensor femoral assembly, catalog #: 42509702200, lot #: 63133600. Product has been received at zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty procedure, the surgeon had to use a lot of force to get the ratchet to move. The screw driver fractured while trying to turn the ratchet. The tip of the driver was embedded within the associated instrument.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that no pieces of the fractured instrument fell into the patient's wound.